Manufacturer narrative:
This report is being supplemented to provide additional information based on device evaluation, based on the legal manufacturer's final investigation, and a device history record (DHR) review. The customer¿s returned device was evaluated, and it was observed, visual inspection confirmed that both lock levers are broken off, the pin inside of the reprocessor side connector had no signs of being bent or damaged, tubing was examined and there were no punctures, cuts, or other damages on the tubing that were identified, and several scratches were noted on slide adapter section of the endoscope side connector. A review of the DHR was not performed due to an unknown manufacturing date. Based on the results of the investigation, it is likely that external stress was applied to the lock lever of the connecting tube, which broke the lever, and the tube was unable to be connected. As a cause of external stress above, the user may have applied force toward incorrect direction. The root cause could not be identified. This medical device report (MDR) is related to the following patient identifiers: (B)(6), (maj-2117) (B)(6), (maj-2111) (B)(6), (maj-2110) (B)(6), (maj-2330) (B)(6), (maj-2110) olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus technical assistance center (tac), the side connectors of the connecting tube cracked and fell off. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The serial number has not been provided at this time. The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.